Event description:
It was reported that the asymptomatic patient received inappropriate hv therapy due to post-sensed t-wave oversensing on the ventricular lead. The lead was repositioned and remains implanted.

Manufacturer narrative:
No medwatch form was received.